Manufacturer narrative:
(B)(4). Additional information was requested, and the following was obtained: was a leak test performed? If so, what type and what was the result? Not performed leak test cause it was not a terminal-terminal anastomosys. Was the staple line visualized endoscopically during the initial surgical procedure? Yes, and it was ok. How many days postoperative did the leak occur? 2. How was the leak identified? Patient was experiencing pain, therefore an explorative endoscopy of the abdomen was performed. What was observed at the site of the leak upon reoperation? That the staples ceded in the middle of the stapling line. How was the leak addressed? Looking at the stapling line. Were there any issues experienced with the device in the initial surgical procedure? No. Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Yes, he believe it because he is using our device since many time and then because the deficiency appeared at the center of the stapling line, this was considered unusual. He could expect a deficiency at the extremity of the stapling line but not in the center. Were there other contributing patient factors? Please explain. Patient was young so not many other factors. What was the postoperative pain management protocol? Is this the standard protocol? Na how many days postoperative was the patient's first bowel movement? Na. Was any tissue ischemia identified? No. Please provide a timeline of events. 2 days after the right hemicolectomy surgery patient was experiencing pain in the abdomen. Firstly a diagnostic exam was performed (ecografy or tac) and then patient was reoperated and a stomy was performed.

Manufacturer narrative:
(B)(4) date sent 3/11/2026 d4 batch # unk d4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. D4: UDI: the expiration date is currently not available. Therefore, the full UDI is currently not available. An analysis of the product could not be performed since a physical sample was not received for evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. However, if the product is received at a later date, the investigation will be updated as applicable. No lot or batch number was provided therefore a device history could not be done. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent: was a leak test performed? If so, what type and what was the result? Was the staple line visualized endoscopically during the initial surgical procedure? How many days postoperative did the leak occur? How was the leak identified? What was observed at the site of the leak upon reoperation? How was the leak addressed? Were there any issues experienced with the device in the initial surgical procedure? Does the surgeon believe the post-operative leak was related to an alleged deficiency of the device? Please explain. Were there other contributing patient factors? Please explain. What was the postoperative pain management protocol? Is this the standard protocol? How many days postoperative was the patient's first bowel movement? Was any tissue ischemia identified? Please provide a timeline of events. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
It was reported that days after a laparoscopic left hemicolectomy surgery a patient was discovered to have a loosed anastomosis (ileo terminal to transverse colon) due to wound dehiscence after use of echelon flex powered and a white gst reload. Patient was reoperated and a stomy was packaged. Did the patient experience an adverse event such as infection, non-union, allergic reaction, osteoporosis, overloading, pain, degenerative diseases, bleeding or oozing? Yes, did the patient require revision surgery or hardware removal? Yes, patient status/ outcome / consequences: yes, patient consequence description/was there a clinical outcome experienced by the patient (infection, inflammation, etc.)? Patient was experiencing pain right after surgery, was other medical intervention (e.g. X-rays, additional procedures, prescriptions, otc, revision) required: yes, if yes, describe: patient was reoperated and a stomy was packaged.